Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope air/water tube and air/water cylinder had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 , the device was returned to olympus for inspection and the reportable malfunction was a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a leakage from the scope cover may have hindered proper reprocessing, resulting in the foreign material not being removed. However, the type of material and definitive root cause was not determined.. The event can be detected/prevented by the following instructions for use which state: instructions for gif-ez1500 operation manual chapter 3, ¿preparation and inspection¿ describes how to detect them. Instructions for gif-ez1500 reprocessing manual chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent them. Olympus will continue to monitor field performance for this device.